Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis of a bleeding duodenal ulcer. According to the complainant, the injection gold probe was tested prior to procedure and worked fine. When used in the patient, the needle was extended and used successfully. However, when they went to retract the needle, it would not retract; they had not pushed the needle beyond the green safety marker. They withdrew the probe though scope, and completed procedure successfully with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(6). Device (B)(4) relates to (B)(4) for the reported event of needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A functional evaluation of the returned device found that when the handle was actuated, the needle extended and retracted without issue. The condition of the returned incident device was not consistent with the complaint that the needle failed to retract. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis of a bleeding duodenal ulcer. According to the complainant, the injection gold probe was tested prior to procedure and worked fine. When used in the patient, the needle was extended and used successfully. However, when they went to retract the needle, it would not retract; they had not pushed the needle beyond the green safety marker. They withdrew the probe though scope, and completed procedure successfully with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.